Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and calcified vessel in the forearm. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 22 atmospheres for 30 seconds, the balloon ruptured. The device was removed and another mustang balloon catheter was used and completed the procedure. No patient complications reported.